Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir contained champange air bubbles at the top and at the base six large air bubbles were found. Blood glucose level at the time of the incident was not provided. Customer was advised on proper reservoir usage techniques. The reservoir was not replaced or returned for analysis.